Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One used device was returned for investigation. The reported issue was confirmed during visual inspection, which identified a tear in the inflation line. Due to fact that cuff leak was not observed prior to use, the investigation determined that reported failure most probably occurred during tracheostomy procedure or during use due to contact with a sharp edge. No lot number was provided, therefore no review of manufacturing device history records could be conducted. The investigation attributed the root cause of the issue to user interface. No actions have been taken at this time.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after one week of using the product, the cuff was deflating easily. The cuff was being used on an als patient. No patient injury reported. No additional information available.